Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pid (acute pelvic inflammatory disease)'), pelvic pain ('physical pain/pelvic pain') and genital haemorrhage ('general . Abnormal. Bleeding') in a 37-year-old female patient who had essure (batch no. B40020) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, ovarian cyst, chlamydial infection, lumbar pain, heavy periods, fatigue, tobacco use disorder, menstrual migraine, mitral valve disease, cervicalgia, left upper quadrant pain, ovarian cyst, obsessive-compulsive disorder, post-traumatic stress disorder, palpitations, mitral valve prolapse, pelvic adhesions and insomnia. Concurrent conditions included acute sinusitis since (B)(6) 2014, visual discomfort, nausea, joint pain and libido decreased. Concomitant products included aripiprazole (abilify), bupropion hydrochloride (wellbutrin), cetirizine hydrochloride (cetirizine hcl) since (B)(6) 2014, clonazepam (klonopin), duloxetine hydrochloride (cymbalta), duloxetine hydrochloride (duloxetine hcl) since (B)(6) 2014, ethinylestradiol;levonorgestrel (aviane) (B)(6) 2014, medroxyprogesterone acetate (depo provera) (B)(6) 2013 to (B)(6) 2014, nsaids since (B)(6) 2013, paracetamol (acetaminophen) since (B)(6) 2013, sertraline hydrochloride (zoloft), trazodone hydrochloride (trazodone hcl) since (B)(6) 2014 and venlafaxine hydrochloride (effexor). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain/pelvic/ abdominal ,chronic"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), mood swings ("mood swings"), hot flush ("hot flashes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression/psych injury"), anxiety ("mental anguish/psych injury"), migraine ("migraines / headaches") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain/other injuries/symptoms: weight gain"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), back pain ("back pain"), genital haemorrhage (seriousness criterion medically significant) and vaginal infection ("bladder/urinary problems: vaginal infection"). The patient was treated with surgery (tubal ligation). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic inflammatory disease, female sexual dysfunction, mood swings, hot flush, vaginal haemorrhage, menorrhagia, depression, anxiety, migraine and dyspareunia outcome was unknown and the pelvic pain, abdominal pain, weight increased, back pain, genital haemorrhage and vaginal infection had resolved. The reporter considered abdominal pain, anxiety, back pain, depression, dyspareunia, female sexual dysfunction, genital haemorrhage, hot flush, menorrhagia, migraine, mood swings, pelvic inflammatory disease, pelvic pain, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: previously reported essure insertion date : (B)(6) 2013. Current weight : 219 lbs. She received treatment for pelvic/ abdominal ,chronic ,back pain, general . Abnormal. Bleeding, psych injury, vaginal infection, weight gain . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: confirmed that the essure device was successfully occluded. Total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: headache, migraine, pelvic pain, abdominal pain, depression and anxiety. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-nov-2019: medical record received event "pelvic inflammatory disease" was added. Medical history, reporter information were added. On 21-nov-2019: pfs received concomitant drug and medical history were added. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pid (acute pelvic inflammatory disease)') and pelvic pain ('physical pain/pelvic pain') in a 37-year-old female patient who had essure (batch no. B40020) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, ovarian cyst, chlamydial infection, lumbar pain, heavy periods, fatigue, tobacco use disorder, menstrual migraine, mitral valve disease, cervicalgia, left upper quadrant pain, ovarian cyst, obsessive-compulsive disorder, post-traumatic stress disorder, palpitations, mitral valve prolapse, pelvic adhesions and insomnia. Concurrent conditions included acute sinusitis since (B)(6) 2014, visual discomfort, nausea, joint pain and libido decreased. Concomitant products included aripiprazole (abilify), bupropion hydrochloride (wellbutrin), cetirizine hydrochloride (cetirizine hcl) since (B)(6) 2014, clonazepam (klonopin), duloxetine hydrochloride (cymbalta), duloxetine hydrochloride (duloxetine hcl) since (B)(6) 2014, ethinylestradiol;levonorgestrel (aviane) (B)(6) 2014 to (B)(6) 2014, medroxyprogesterone acetate (depo provera) (B)(6) 2013 to (B)(6) 2014, nsaids since (B)(6) 2013, paracetamol (acetaminophen) since (B)(6) 2013, sertraline hydrochloride (zoloft), trazodone hydrochloride (trazodone hcl) since (B)(6) 2014 and venlafaxine hydrochloride (effexor). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced depression ("depression/psych injury") and anxiety ("mental anguish/psych injury"), 17 days after insertion of essure. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain/pelvic/ abdominal ,chronic"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), mood swings ("mood swings"), hot flush ("hot flashes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines / headaches") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain/other injuries/symptoms: weight gain"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), back pain ("back pain"), genital haemorrhage ("general. Abnormal. Bleeding"), vaginal infection ("bladder/urinary problems: vaginal infection"), autoimmune disorder ("I do also and havent gotten a diagnosis"), burning sensation ("nerves burnt on both sides"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary tract disorder"), cystitis ("bladder infection"), urinary tract infection ("uti") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (tubal ligation). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic inflammatory disease, female sexual dysfunction, mood swings, hot flush, depression, anxiety, migraine, dyspareunia, autoimmune disorder and burning sensation outcome was unknown and the pelvic pain, abdominal pain, vaginal haemorrhage, menorrhagia, weight increased, back pain, genital haemorrhage, vaginal infection, bladder disorder, urinary tract disorder, cystitis, urinary tract infection and vaginal discharge had resolved. The reporter considered abdominal pain, anxiety, autoimmune disorder, back pain, bladder disorder, burning sensation, cystitis, depression, dyspareunia, female sexual dysfunction, genital haemorrhage, hot flush, menorrhagia, migraine, mood swings, pelvic inflammatory disease, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: previously reported essure insertion date : (B)(6) 2013 current weight : 219 lbs. She received treatment for pelvic/ abdominal ,chronic ,back pain, general. Abnormal. Bleeding, psych injury, vaginal infection, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: confirmed that the essure device was successfully occluded. Total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: headache, migraine, pelvic pain, abdominal pain, depression and anxiety. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: plaintiff fact sheet was received. Event added from pfs- bladder problems, urinary tract disorder, bladder infection, uti, vaginal discharge. Events outcomes were updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pid (acute pelvic inflammatory disease)') and pelvic pain ('physical pain/pelvic pain') in a 37-year-old female patient who had essure (batch no. B40020) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, ovarian cyst, chlamydial infection, lumbar pain, heavy periods, fatigue, tobacco use disorder, menstrual migraine, mitral valve disease, cervicalgia, left upper quadrant pain, ovarian cyst, obsessive-compulsive disorder, post-traumatic stress disorder, palpitations, mitral valve prolapse, pelvic adhesions and insomnia. Concurrent conditions included acute sinusitis since (B)(6) 2014, visual discomfort, nausea, joint pain and libido decreased. Concomitant products included aripiprazole (abilify), bupropion hydrochloride (wellbutrin), cetirizine hydrochloride (cetirizine hcl) since (B)(6) 2014, clonazepam (klonopin), duloxetine hydrochloride (cymbalta), duloxetine hydrochloride (duloxetine hcl) since (B)(6) 2014, ethinylestradiol;levonorgestrel (aviane) (B)(6) 2014 to (B)(6) 2014, medroxyprogesterone acetate (depo provera)(B)(6) 2013 to (B)(6) 2014, nsaids since (B)(6) 2013, paracetamol (acetaminophen) since (B)(6) 2013, sertraline hydrochloride (zoloft), trazodone hydrochloride (trazodone hcl) since (B)(6) 2014 and venlafaxine hydrochloride (effexor). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced depression ("depression/psych injury") and anxiety ("mental anguish/psych injury"), 17 days after insertion of essure. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain/pelvic/ abdominal ,chronic"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), mood swings ("mood swings"), hot flush ("hot flashes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines / headaches") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain/other injuries/symptoms: weight gain"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), back pain ("back pain"), genital haemorrhage ("general . Abnormal. Bleeding"), vaginal infection ("bladder/urinary problems: vaginal infection"), autoimmune disorder ("I do also and havent gotten a diagnosis") and burning sensation ("nerves burnt on both sides"). The patient was treated with surgery (tubal ligation). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic inflammatory disease, female sexual dysfunction, mood swings, hot flush, vaginal haemorrhage, menorrhagia, depression, anxiety, migraine, dyspareunia, autoimmune disorder and burning sensation outcome was unknown and the pelvic pain, abdominal pain, weight increased, back pain, genital haemorrhage and vaginal infection had resolved. The reporter considered abdominal pain, anxiety, autoimmune disorder, back pain, burning sensation, depression, dyspareunia, female sexual dysfunction, genital haemorrhage, hot flush, menorrhagia, migraine, mood swings, pelvic inflammatory disease, pelvic pain, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: previously reported essure insertion date : (B)(6) 2013; current weight : 219 lbs; she received treatment for pelvic/ abdominal ,chronic ,back pain, general . Abnormal. Bleeding, psych injury, vaginal infection, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: confirmed that the essure device was successfully occluded. Total bilateral occlusion.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: headache, migraine, pelvic pain, abdominal pain, depression and anxiety. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media content received: reporter added. Event nerve burnt added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pid (acute pelvic inflammatory disease)') and pelvic pain ('physical pain/pelvic pain') in a 37-year-old female patient who had essure (batch no. B40020) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, ovarian cyst, chlamydial infection, lumbar pain, heavy periods, fatigue, tobacco use disorder, menstrual migraine, mitral valve disease, cervicalgia, left upper quadrant pain, ovarian cyst, obsessive-compulsive disorder, post-traumatic stress disorder, palpitations, mitral valve prolapse, pelvic adhesions and insomnia. Concurrent conditions included acute sinusitis since (B)(6) 2014, visual discomfort, nausea, joint pain and libido decreased. Concomitant products included aripiprazole (abilify), bupropion hydrochloride (wellbutrin), cetirizine hydrochloride (cetirizine hcl) since (B)(6) 2014, clonazepam (klonopin), duloxetine hydrochloride (cymbalta), duloxetine hydrochloride (duloxetine hcl) since (B)(6) 2014, ethinylestradiol;levonorgestrel (aviane) (B)(6) 2014, medroxyprogesterone acetate (depo provera) (B)(6) 2013 to (B)(6) 2014, nsaids since (B)(6) 2013, paracetamol (acetaminophen) since (B)(6) 2013, sertraline hydrochloride (zoloft), trazodone hydrochloride (trazodone hcl) since (B)(6) 2014 and venlafaxine hydrochloride (effexor). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain/pelvic/ abdominal ,chronic"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), mood swings ("mood swings"), hot flush ("hot flashes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression/psych injury"), anxiety ("mental anguish/psych injury"), migraine ("migraines / headaches") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain/other injuries/symptoms: weight gain"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), back pain ("back pain"), genital haemorrhage ("general . Abnormal. Bleeding"), vaginal infection ("bladder/urinary problems: vaginal infection") and autoimmune disorder ("I do also and haven't gotten a diagnosis"). The patient was treated with surgery (tubal ligation). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic inflammatory disease, female sexual dysfunction, mood swings, hot flush, vaginal haemorrhage, menorrhagia, depression, anxiety, migraine, dyspareunia and autoimmune disorder outcome was unknown and the pelvic pain, abdominal pain, weight increased, back pain, genital haemorrhage and vaginal infection had resolved. The reporter considered abdominal pain, anxiety, autoimmune disorder, back pain, depression, dyspareunia, female sexual dysfunction, genital haemorrhage, hot flush, menorrhagia, migraine, mood swings, pelvic inflammatory disease, pelvic pain, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: previously reported essure insertion date : (B)(6) 2013. Current weight : 219 lbs. She received treatment for pelvic/ abdominal ,chronic ,back pain, general . Abnormal. Bleeding, psych injury, vaginal infection, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: confirmed that the essure device was successfully occluded. Total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: headache, migraine, pelvic pain, abdominal pain, depression and anxiety. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 17-feb-2020: content from plaintiff fact sheet social media received. Event autoimmune disorder was added. Patient & reporter information updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') and genital haemorrhage ('general . Abnormal. Bleeding') in a (B)(6) year old female patient who had essure (batch no. B40020) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, ovarian cyst, (B)(6), lumbar pain, heavy periods, fatigue, tobacco use disorder, menstrual migraine, mitral valve disease and cervicalgia. Concurrent conditions included acute sinusitis since (B)(6) 2014, visual discomfort, nausea, joint pain and libido decreased. Concomitant products included cetirizine hydrochloride (cetirizine hcl) since (B)(6) 2014, duloxetine hydrochloride (duloxetine hcl) since (B)(6) 2014, ethinylestradiol; levonorgestrel (aviane)(B)(6) 2014 to (B)(6) 2014, medroxyprogesterone acetate (depo provera) (B)(6) 2013 to (B)(6) 2014, nsaids since (B)(6) 2013, paracetamol (acetaminophen) since (B)(6) 2013 and trazodone hydrochloride (trazodone hcl) since (B)(6) 2014. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain/pelvic/ abdominal,chronic"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), mood swings ("mood swings"), hot flush ("hot flashes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression/psych injury"), anxiety ("mental anguish/psych injury"), migraine ("migraines / headaches") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain/other injuries/symptoms: weight gain"). On an unknown date, the patient experienced back pain ("back pain"), genital haemorrhage (seriousness criterion medically significant) and vaginal infection ("bladder/urinary problems: vaginal infection"). The patient was treated with surgery (tubal ligation). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, weight increased, back pain, genital haemorrhage and vaginal infection had resolved and the female sexual dysfunction, mood swings, hot flush, vaginal haemorrhage, menorrhagia, depression, anxiety, migraine and dyspareunia outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dyspareunia, female sexual dysfunction, genital haemorrhage, hot flush, menorrhagia, migraine, mood swings, pelvic pain, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: previously reported essure insertion date : (B)(6) 2013. Current weight: (B)(6). She received treatment for pelvic/abdominal, chronic ,back pain, general . Abnormal. Bleeding, psych injury, vaginal infection, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.7 kg/sqm. Hysterosalpingogram on (B)(6) 2014: confirmed that the essure device was successfully occluded. Total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: headache, migraine, pelvic pain, abdominal pain, depression and anxiety. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received: events abdominal, chronic, back pain, general. Abnormal. Bleeding, bladder/urinary problems: vaginal infection. Event outcome added for pelvic pain, weight gain, incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.